Manufacturer narrative:
H.6. Investigation: a complaint of an incorrect expiration date was received from the customer. A photo was provided to aid in the investigation of this defect. In the photo, the incorrect expiration date can be seen. The customer complaint was verified. A device history record review was completed by our quality engineer team for provided lot number 0121938. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. An analysis of the root cause was conducted, where it was determined that it was an error with the system because all the records have the correct expiration date. This is the first complaint for label content incorrect on material 309680 & batch 0121938. H3 other text : see h.10.

Event description:
It was reported that syringe 50cc ll tip convenience pak had the wrong expiration date. The following information was provided by the initial reporter: material no: 309680 batch no: 0121938. It was reported wrong expiration date.

Manufacturer narrative:
Age at time of event: unknown. The patient¿s date of birth was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50cc ll tip convenience pak had the wrong expiration date. The following information was provided by the initial reporter: material no: 309680, batch no: 0121938. It was reported wrong expiration date.